Event description:
A customer reported they observed a crack in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action (B) (4) was reported to the (B) (4) district office on 14 apr 2009.

Manufacturer narrative:
The returned transmitter was visually inspected and confirmed to have cracks in the battery door area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to the (B)(4) office on 14 apr 2009. This is a final report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated sodium (na) result generated by the unicel dxc 600i synchron access clinical systems for one patient. The initial na result of 160mmol/l was reported out of the lab. The original sample was re-tested and a result of 136mmol/l was obtained. The result was amended. The customer stated that the patient treatment was impacted, but they do not know if the patient was harmed.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).